Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse stated there were no errors logs or faults logs found. He troubleshot as per service manual. The problem was found when moving monitor coiled cord, the display flickered. Fse replaced the coiled cord, which resolved the issue. Fse completed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is flickering. There was no patient involvement.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) screen is flickering. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.